Event description:
During product evaluation, failure code 810:11 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 810:11 was confirmed. Inspection of the device found that this was caused by moisture in the tubing channel. The tubing channel was cleaned and dried.